Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients experienced inadequate stimulation due to lead migration as confirmed via x-ray. The patient underwent a revision procedure wherein the lead was replaced and put back to its original placement. The patient was doing well postoperatively. The explanted device will not be returned.